Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted and replaced on (B)(6) 2021 due to dislodgement and loss of sensing. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A field representative reported low sensing since implant (<2 mv) and he could not get the device to see sensed events at an in-person check (B)(6) 2021. Shock impedance has decreased steadily since implant. Home monitoring showed some events that appeared to be non-capture. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.